Manufacturer narrative:
Device has not been returned to the MFR; therefore, product eval is not possible. Unable to determine the cause of the event.

Event description:
It was reported that there were difficulties during the final tightening phase of a surgical procedure. The surgeon "tightened in the usual fashion with the t-handle and counter-torque instruments. At this point when the nut normally breaks, it simply stripped its own thread and was unable to be broken off". The surgeon had to remove the rod and pedicle screw (with stripped nut attached) and replace it with a new one. No pt complications were reported.